Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged left lung damaged from infection. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician could not confirmed foam particles in the air path during the device evaluation. There were some secondary findings like dust. Additionally, there were some technical findings like error code. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the reporter missed to capture information in box h and box g. It has captured in this report. In box g: report source - other is captured. In box h6: device problem code grid, evaluation results code grid, conclusion code is captured.